Manufacturer narrative:
Breakage of splint related to surgical procedure with multiple piece maxilla with a palatal splint to stabilize the pieces.

Manufacturer narrative:
Investigation ongoing: return of device requested but not received.

Event description:
Palatal splint broke and could not be used, additional treatment to place new splint needed.